Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
No response was received from the user after due diligence of 2 attempts were made. No further progress could be made on this complaint. No RMA could be issued, thus no material was available to investigate. No resolution was possible due to lack of response from the user. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.